Event description:
Patient reported they provided a letter of recommendation from their dentist. In the letter the dentist states the patient has been advised to stop using byte aligners. This treatment is not recommended due to patient having tmj.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.